Manufacturer narrative:
Although the customer initially reported a low battery warning, the warning was not addressed, resulting in the battery reaching a critically low state and the AED reporting a "replace battery pack now" warning before the battery became fully depleted. On (B)(6) 2026, the AED identified a service code related to a potential low battery condition and attempted to alert the user by flashing the red asi indicator and emitting an audible chirp. On (B)(6) 2026, the AED identified that the battery was low and continued alerting the user through the flashing red asi indicator and chirping. The device continued flashing and chirping until (B)(6) 2026, when the battery pack became completely depleted. Evaluation of the returned battery pack confirmed depleted cells. Investigation determined that the battery depletion resulted from the customer's failure to respond to the device alerts and replace the battery pack as instructed. The customer was issued a replacement battery. As follow-up, proper device maintenance procedures were reviewed with the customer.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a low battery warning. Upon attempting to retrieve the log files from the device it was found that the AED was reporting a replace battery pack now warning. The customer did not report this occurring during patient use.